Event description:
The customer called to report repeated error alarms. Troubleshooting was performed, and the insulin pump passed the self test. Advised the customer that the insulin pump would be replaced, due to the error alarms.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. Unable to verify the error alarms due to the blank display anomaly.